Manufacturer narrative:
Balt USA reference: #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250801085 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. Note, it was indicated in the information received for this incident that the "optiblock did not contribute to patient harm". However, it was also noted that the physician "used another coil to push the implant into location". Therefore, this incident was deemed as reportable due to the unplanned physician intervention, despite there being no relation between the product malfunction and the reported patient harm. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "access: zebra 7, penumbra 5f select, synchro 14 soft, sl-10 2-tip straight. Large fusiform off the right vert bleeding profusely. Measured measured approx 6mm. Plan was to start with 3x10 optiblock distal to the aneurysm and then go into the aneurysm with optimax 5x10 soft, and then complete the vert shut down with more optiblockcoils. The 3x10 optiblock didn't sit well and was removed. A 2x12 optiblock was placed distal and formed, but the tail of the coil went into the aneurysm. Doctor proceeded with the optimax 5x10 followed by optima 4x10 ss. Bleeding wasnt slowing and doctor used optima 4x10ss. She then told me to get an optiblock 6x35. This coil "broke" as she was pushing it. After the case she said she wasnt sure where it broke but her suspicion was near or at the detachment zone. Case proceeded with a collection of optiblocks, targets, optimax, and penumbra packing coils (not in that order necessarily). Vert would not shut down until finally a few optimas 3mm and 2mm were placed inside the last penumbra packing coil. Doctor was very angry with performance of optiblock and said she will likely not use them again." "I believe the patient did not survive the procedure" update 09jun2026- additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? 2. Can you confirm if the device was implanted? - not particularly torturous anatomy. The product was implanted after premature detachment." Update 12jun2026- additional information received from the issuer: " can you confirm the current status/ condition of the patient's health? A: currently in a comatose state, near brain death if patient has passed, we will require the date of the death. What was the condition of the patient going into the procedure (preexisting conditions, comorbidities, etc.) A: lupus, cad, had a flat line for five minutes prior to coming into the lab, 2 cardiac arrests prior to entering the lab. Patient had no brain stem reflexes prior to entering lab can the physician confirm if the optiblock did or did not contribute to the patient harm? A: optiblock did not contribute to patient harm" update 30jun2026- additional information received from the issuer: "would you be able to let us know what did the physician do immediately following the premature detachment? Used another coil to push the implant into location if I recall"